Manufacturer narrative:
Repair has not been complete at this time.

Event description:
Account alleged that when he presses hilow up and releases the hilow up switch, the hilow will continue to run up about 6 inches or so. Account also alleged that if he puts a board under the frame of the bed and runs hilow down he can continue to run the frame against the board (the hilow protect switch will not kick in to run the hilow back up). Account stated that there were no injuries and a patient was not in the bed. Account stated, the hilow functions react the same way from the footboard and the siderails.